Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the up arrow button was unresponsive. Customer's blood glucose was 273 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.